Event description:
The customer reportedly obtained a 210 mg/dl and 89 mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer depleted the supply of strips used in the event. The suspected product is unavailable for return; replacement was sent.